Event description:
The leads were returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the leads were explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #product ID# 383059 the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the outer insulation of the lead was observed to have blood ingression. (B)(4).